Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ access device there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "when using, blood cannot be drawn."

Event description:
It was reported when using the bd luer-lok¿ access device there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "when using, blood cannot be drawn."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-13. H.6. Investigation summary: bd received 1 used sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for unable to draw with the incident lot was not observed. The customer sample was evaluated by visual examination and the indicated failure mode for unable to draw with the incident lot was not observed as all product specifications were met. Additionally, 12 retention samples from bd inventory were evaluated by visual examination, and 12 by leakage testing, and no issues were observed relating to unable to draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."